Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. The customer treated with 10 units of insulin via syringe. Customer was assisted with performing 5.0 unit fixed prime and insulin exited. The customer reported cannula to be bent. The product was not returned for analysis.